Event description:
This was a cardiac lead extraction conducted in the or to remove a total of 3 leads (mdt 5076 ra, mdt 6949 rv, and sjm 1956t lv; all 82 months old), due to an acute cied system infection. The patient was prepped with arterial and femoral lines, blood products in room, cvs was scrubbed into the case, tee and fluoroscopy in use, and bypass available. All leads were cut and prepped with a lld-ez and the mdt 6949 was successfully extracted with the 16f sls ii. The sjm 1056t was manually extracted without problem. Lasing resumed with the 16f sls ii on the mdt 5076, extracting the last of 3 leads successfully. There were no notable changes in the patient's blood pressure during the procedure, nor were there any abnormalities seen on fluoroscopy or tee. The patient was extubated, woke from sedation and was speaking with the nursing staff. When the transport team arrived and the patient moved from the or bed to the transport bed, the blood pressure dropped immediately. A code was called, CPR started, cvs called stat, and patient moved back into the or for an emergent sternotomy within 8 minutes after the initial pressure drop. Upon opening the chest a large svc/atrium junction tear was found. Attempts to repair the tear were unsuccessful and ultimately the patient expired. Primary cause of death was cardiac arrest secondary to exsanguination.

Manufacturer narrative:
Device discarded after use.